Event description:
The primary IV tubing was primed with an unspecified hydration fluid. The tubing was placed in the pum. The pump alarmed "cassette test failure". The nurse tried three different sets without resolving the alarm condition and then switched to an alaris pump. The infusion was then able to be initiated. There were no reported delays in critical therapy or adverse pt events.